Manufacturer narrative:
The field service engineer (fse) reported that the customer reported issue was confirmed (device intermittently does not ventilate). After booting the device, it was reported that he device intermittently did not ventilate. The fse checked the breathing line and found that the line was leaking. The breathing line was replaced, and the issue was resolved. The device was returned to full functionality.

Event description:
This report is based on information provided by philips service personnel and has been investigated by the philips complaint handling team. Philips received a complaint from the customer that reported that the device had intermittently stopped ventilating, and was accompanied by a noise increase, but then automatically resumes air supply. The device was in clinical use when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) reported that the device had intermittently stopped ventilating, and was accompanied by a noise increase, but then automatically resumes air supply. It was recommended to perform a self test, and to also check the following - logs, turbo, gas deliver system (gds), and other parts of the hardware. Investigation ongoing.